Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed 100 low flow alarms logged since (B)(6) 2020. Information received from the site indicated that the patient was disoriented and forgot to drink due to vascular dementia. The patient experienced hypovolemia which resulted in vad low flows with associated low flow alarms. The patient received volume substitution. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed, and/or patient related factors. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was disoriented and forgot to drink due to vascular dementia. The patient experienced hypovolemia which resulted in vad low flows with associated low flow alarms. The patient received volume substitution and the vad remains in use. No further patient complications have been reported as a result of this event.